Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri.

Event description:
It was reported that the patient was admitted and the patient's system extracted due to erosion with a possibility of infection. The patient was asymptomatic and stable before, during and after the procedure.